Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.0 mm icm130v4 implantable collamer lens in the pt's left eye (os) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to excessive vaulting. Subsequently, the pt experienced shallowing of the anterior chamber. The icl was exchanged for a shorter lens.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found two haptics torn and broken. The lens was returned in liquid. Per medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).